Event description:
It was reported that the pen ndl 32g 4mm pro 14 bag 700 case jpx was unable to deliver insulin/medication during use. The following information was provided by the initial reporter: drug didn't come out.

Manufacturer narrative:
H.6. Investigation: sample was returned. Two photos of a 32g x 4mm pen needle sample were forwarded to the manufacturing facility from an unknown lot. No., cat. No. 320559. Visual examination of the returned photos was carried out and broken non patient end of cannula was observed. No DHR review can be carried out as lot number is unknown. As the sample in the returned photo is open it is not possible to confirm this defect to be manufacturing related.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the pen ndl 32 g 4 mm pro 14 bag 700 case jpx was unable to deliver insulin/medication during use. The following information was provided by the initial reporter: drug didn't come out.